Event description:
Non-integration. Customer reported implant failed, implants were removed and grafted patient.

Event description:
Non-integration. Customer reported implant failed, implants were removed and grafted patient.